Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) when they let go of taco (device) taco unfolded. Typically it stays folded so when you perform step 4 and pull the taco & its delivery device out, its folded and ready to use. They tried to fold it again by squeezing it again before they pulled it out, but it stayed in the device when they pulled plunger out. They used a new device to finish the case. No delay. There was no harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/06/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was inside the loading the device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects on the intact seal and or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.223 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000418572 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.